Manufacturer narrative:
G2: the country of the event is japan. G4. Please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for fixation of 11 for an l2 compression fracture. It was reported that at l2 balloon kyphoplasty + 1a1b cement: 0.8cc each. Cement leakage into the blood vessels was observed from the central left side of l1. There is no damage against the screw itself. We could only confirm that the cement leaking from the tip of the screw was on the blood vessels. There were no patient symptoms reported. There were no further complications reported regarding the event.